Event description:
It was reported that during a lap assisted colon resection, surgeon installed device but could not get interlocking rings to catch, and could not tighten device around their wrist. The device tore due to the fact that the surgeon used metal retractors to aid in insertion of the device. The device was removed, and the incision was sutured, the procedure was completed laparoscopically. No pt consequences. The event added 30-45 minutes was added to the procedure.